Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. Two pieces, both measuring approximately 0.209" x 0.471" were found to be broken off the grip. The broken pieces were not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional information not reported by site: the instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during central processing, the cadiere forceps instrument had a broken tip. There was no patient involvement.